Event description:
Customer reported device =535 mg/dl. Customer stated feeling dizzy and unsure if customer was having symptoms of high blood glucose. Customer went to the e.r. (ER). Within 15 minutes, ER device = 109. Customer's device retesed =345 mg/dl. ER device retesed =113 mg/dl. No treatment was given. No controls were used. A request was made for return product and replacement product was sent.